Event description:
During a diagnostic and operative laparoscopy it was reported to our office that the trocar "broke" while outside of being used on the patient. No patient injury. Cannot tell exactly how it broke except there is a broken piece of plastic in the packaging. Device is available for evaluation purposes. We have been waiting to obtain additional information from the rn involved but have yet to receive and therefore have decided to report with the information we have.